Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia adapter. Evaluation of the adapter log showed that the adapter had a tare error however the main screen indicated that the strain gauge was still functional and in the appropriate range. This complaint was confirmed based on log files. The most likely root cause was traced to device design. The root cause of the observed condition was determined to be the result of a material issue. The currently specified conformal coating material does not adequately protect the strain gauge circuitry on the proximal electrical assembly circuit board from residual moisture. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not fire. A replacement was called in to resolve the issue. There was no patient involvement.